Manufacturer narrative:
Patient date of birth/age and weight are unknown. Date of event: unknown. Additional product codes: hty, jdw, and hwc. (B)(4) lot unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a fracture in 2011. The patient was implanted with a stainless steel femoral nail to repair the fracture on (B)(6) 2011. The patient reported that she is experiencing discomfort, inability to walk, edema, deep vein thrombosis, and a possible allergic reaction to nickel. The patient states the leg is not healing properly and is experiencing both knee and ankle contractures. The patient had some implanted dental material in (B)(6) 2015, which she feels may be reacting with the hip implant. This is report 1 of 2 for (B)(4).